Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump buttons were worn, no delivery alarms, and possible rewind anomaly. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm or reprogram after change battery due to motor error alarms. (B)(4).